Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 8f amplatzer trevisio intravascular delivery system (atv) during procedure, a 6fr short 10cm sheath inserted, dilated to 8fr, a 24mm sizing balloon was inserted sheath less without issue. The defect was sized and 8fr amplatzer trevisio intravascular delivery system was chosen. When inserting the 8fr trevisio there was a difficulty experienced trying to advance delivery system. The delivery system was removed and burr seen at the tip. A new 8f amplatzer talisman delivery sheath was opened and passed without issue. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to advance and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.